Event description:
I had the "silver" colored mercury fillings taken out of my body by a regular dentist. This of course allowed the vapors from the mercury fillings to go into my body and destroy parts of it. I have fatigue, trouble with vision and trouble with maintaining concentration from this dental procedure. I was healthy before this office visit. Dates of use: (B) (6) 1989 - (B) (6) 2008.